Manufacturer narrative:
Motor error alarm during the basic occlusion test due protruded/loose drive support disk. The insulin pump passed error test. No bolus anomaly or unexpected bolus stopped alarm noted. The insulin pump received with cracked display window corners, reservoir tube lip, belt clip slot and scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump alarmed motor error. The blood glucose reading was 8.0mmol/l. Troubleshooting was performed, and the drive support cap was flush. It was stated that the device was not exposed to a high magnetic field. No further information was provided.